Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as ¿hanging tab is too welded and very difficult to remove¿. This cannot be definitively confirmed as the cause of the peritonitis, therefore this is assessed as cause unknown. The patient was not hospitalized for the events. Treatment for the event not reported. At the time of this report the patient outcome was not reported. Action taken with extraneal therapy was not reported. No additional information is available.